Event description:
It was reported that during review of archive data associated with this device, several instances of user advisory 34 errors were observed. There was no pt involvement. No add'l details were provided.

Manufacturer narrative:
The autopulse resuscitation system model 100 (B)(4) was returned for eval. Visual inspection confirmed that the battery lock was damaged. No other visual anomalies were observed. Functional testing was also performed and the device performed as intended. Note: it should be noted this device had previously been serviced for user advisory faults 34 and 27 and as part of this service, the encoder was replaced and the device was returned to the customer on (B)(4) 2013. A review of the archive data for this investigation indicated that user advisory 34 was observed on (b)96) 2013 and not on the date of occurrence associated with this event of (B)(6) 2013. Since the archive review did not reveal any user advisory 34 faults on or around the time this event was reported, the complaint is not confirmed.